Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was initially hospitalized for another indication and during testing, the patient was diagnosed with peritonitis. The patient began treatment for the peritonitis with unspecified medication added to dianeal bags (doses and frequencies were not reported). At the time of this report, the patient was recovered from the peritonitis (date unspecified). No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.